Event description:
In early (B) (6) 2008, a contracted third party serviced the hospital's philips integris 5000 fluoroscopy unit in response to the annual regulatory radiation machine physicist's inspection. Several weeks later, a patient underwent cardiac ablation. The dosimeter report for a physician for this monitoring period indicated a high reading. The physician stated that the badge was left by the source. Room monitoring badges and other ep staff badges were within the normal range. The subsequent dosimeter monitor report showed another high reading (level ii) for the physician. The third party servicer was contacted for on-site service of the unit, and discovered that an internal "low dose" mode had been linked to the "high dose mode" during a prior service visit in mid (B) (6) 2008 (by a technician working for the third party servicing company). Several months after the patient's ablation procedure, the patient's physician informed the hospital's imaging director of patient radiation burns and treatment. Hospital risk management has been in contact with the patient / spouse about family concerns.